Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called the hospital and stated that he had been "feeling terrible". The pt stated he had switched from the power module to battery power and was on battery power for at least 15 hours and did not receive a low battery alarm, or a low cell battery alarm. The pt also stated that the pump did not sound normal. The pt was instructed to exchange. The pt's history was reviewed the following morning and it was noted that low voltage alarms occurred for approximately 1 hour before the pt called the hospital. A clock reset, low flow alarms and pump stop were also noted. The pt stated that he did not receive any audible alarms from the controller, but admitted that he usually silences the yellow battery alarm and waits until the battery alarm turns to red hazard. The pt also had not been checking the battery fuel gauge on the system controller throughout the day to assess the power status and stated that he "waits for the alarm". The pt remains on going.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event of the system controller not alarming properly was not confirmed during analysis. The system controller was functionally tested and was found to function as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. All system controller warning lights and sounds were verified during the test. In additional, all of the wires within the power leads were measured and no compromises with the inner wire resistance were identified. The system controller log file was reviewed and there were events captured where the voltage level was 12.6 volts, which is critically low for the 14 volt li-ion batteries and may result in the depletion of voltage being supplied by the batteries and pump stoppage due to the lack of proper supply voltage. The alarm reset flag was also noted in the log file, which suggests that the battery alarm was silenced. A review of the device history records revealed the device met all applicable specification upon product release. No further information is available. The manufacturer is closing its file on this event.